Event description:
The patient expired on (B)(6) 2016 due to sepsis and cardiac failure. Should additional information be received, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut approximately 16 cm distal to the is1 connector pin. Only the proximal fragment was received for analysis. The returned lead fragment was visually and electrically analyzed. The visual inspection revealed a cut in the insulation and in the conductor cable to the distal atrial ring electrode approximately 13 cm distal to the is1 connector pin. This damage most likely resulted from the explant procedure. The analysis of the available fragment did not reveal any sign of a material or manufacturing problem. Biotronik monitors the post market performance of its products closely in order to identify any trends that may reveal over time a potential manufacturing or design issue. The historic performance of the product involved in the current case does not at this point reveal any such trend.